Event description:
Pt reported that they have been experiencing high blood glucose levels for a few weeks. Pt reported that they passed out one night and awoke at 5:30 am the next morning. When they woke up they tested their blood glucose and it was >400 mg/dl. The next day the pt experienced low blood glucose (43 mg/dl), which they self-treated by eating.